Event description:
This lead was implanted on (B)(6) 2006 and remains implanted. It was reported to technical services on (B)(6) 2011 that this lead is fractured. The patient has had 36 nsvt events stored staring on (B)(6) 2011 and received only one inappropriate shock. Tachy therapy has been programmed oft and dr. (B)(6) is following the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).